Manufacturer narrative:
Device analysis can confirm the damage found on the device. Visual and microscopic examination of the returned device. Revealed proximal stent damage. Two of the stent structs were bent back distally. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the damage found on the stent may be a attributed to the previously placed stent.

Event description:
Same case as #6000089-2007-01523. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The patient had a previously implanted non bsc stent in the proximal to mid right coronary artery (rca). The target lesion was located in the mid rca. The physician attempted to advance a taxus express2 2.5x20mm drug eluting stent to the lesion, however, the stent delivery system (sds) caught on the previously implanted stent and the proximal edge of the 2.5x20mm taxus stent was flared. The device was removed from the patient without complications. The physician then attempted to place a taxus express2 2.5x16mm drug eluting stent and this stent also caught on the previously implanted stent. The stent was "barely able" to come free from the stent, but was able to be removed. The taxus stent was "lifted up." The physician was unable to pull the sds into the guide catheter, so the entire system was removed from the patient. The procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.